Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient was having lower back pain and discomfort. The patient fell and the implantable pulse generator (ipg) migrated closer to the skin. The patient¿s doctor planned to surgically reposition a new ipg on the patient, and although the lead showed no impedance, the doctor would also confirm proper motor responses of the lead during the procedure. It was noted the patient had known chronic back/disc issues. The surgery date was not scheduled at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.